Event description:
It was reported that sometimes when a patient passed through airport security screening devices she felt like her stimulation was turned off and she had turned it back on.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0a2zm, implanted: (B)(6) 2013, product type: lead. (B)(4).